Event description:
A hospital service tech accidentally depressed a foot switch while servicing a continental x-ray table unit. The table's power supply was connected at the time the tech depressed the switch. The table lowered, causing the technician to be pinned underneath the table. The technician reportedly lost consciousness, received a laceration to their neck, and sustained an unspecified arm injury. Hospital staff assisted the tech while tech was pinned beneath the unit and freed tech after an unspecified period of time. The laceration required sutures and the tech was hospitalized overnight for observation. Tech was reportedly discharged from the hospital the day after the event.